Event description:
Pt seen for post-op (B)(6) 2011, surgeon thought there was striae present od, brought the pt in for lift and stretch, flap found to be only epi with no apparent stroma - could not stretch. Removed epithelial flap and applied mmc for 3 minutes and applied bci.

Manufacturer narrative:
(B)(4). (Epithelial ingrowth). Eval: contacted account to f/u and they reported that only debris in epithelium was removed on (B)(6) 2011 (flap lift). Field svc specialist (fss) checked system on (B)(6) 2011 and completed quarterly preventative maintenance, verified energy readings and cleaned optics. Performed a z-offset calibration and did adjustment. System meets all amo specs.